Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000090586.

Event description:
It was reported that during an elective ipg replacement, it was found that one of the leads had fractured. In turn, the lead was explanted and replaced to resolve the issue. Investigation was unable to determine which lead was fractured.